Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion of the catheter, the catheter sheared and the other piece that sheared remained in the patient's arm. Patient was taken for xray and CT scan showed that the sheared piece remained in the patient's arm. Patient is scheduled for surgery today (B)(6) 2020 to remove sheared piece. On 01/30/2020- additional information received stated, "as rn was inserting the powerglide into the patient's vein. Rn received blood return, guided the powerglide into the vein, guide wire was used but met with resistance. Rn retracted the guidewire, readjusted the powerglide to better flow in the vein. Guidewire was pushed again but not met with resistance. Rn insert the rest of the powerglide into the vein. No resistance was met during the insertion, rn pulled the device from patient's arm, as rn pulled the device, the catheter was pulled with it." On 02/03/2020- additional information received stated, " while performing a routine insertion of this device, the staff member engaged the release button that would retract the guidewire assembly and leave the catheter in place in the patient. However, this device failed and when the button was pushed and device withdrawn, the entire kit to include the catheter came out. The rn was astute and immediately noticed that the catheter was now approximately 5 cm shorter and a piece had been retained. The issues was immediately escalated through channels. An ultrasound was performed and confirmed the tip was retained. Consult made with our interventional radiologist performed and the object was removed. "